Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Additionally, the possible visualization difficulties due to the previously implanted annuloplasty ring may have contributed to the reported slda; however, this cannot be confirmed. The reported patient effect of mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a previously implanted dehisced mitral ring, as well as a shortened posterior leaflet. One mitraclip was implanted and the mr was reduced from grade 4 to grade 1. On (B)(6) 2016, the patient underwent a second mitraclip procedure to treat a single leaflet device attachment. The mr had increased to grade 4, but there was no tissue damage due to the detached clip. There were some visual difficulties due to the mitral ring and the previously implanted clip; however, leaflet assessment was satisfactory and the second clip was implanted. The mr was reduced from grade 4 to grade 1. No additional information was provided.